Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, the instruments were hard to put down the 5mm trocar; they kept sticking on the way in and out of the trocar.